Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. System check was performed and their was a blockage in the cartridge. Customer changed the cartridge and resumed insulin delivery. Reportedly, the customer was using the infusion set for 2 to 4 days. Tandem technical support informed the customer that this is off label per the user guide. Customers blood glucose was 153 mg/dl.